Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.10. The system was examined and the reported event was confirmed and replicated. The power supply was replaced to resolve this issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to power supply. However, without a sample, component-level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system shut down on its own during a wet lab. There was no patient involvement.